Manufacturer narrative:
The device was not returned for evaluation, and no pictures were provided. The complaint could not be confirmed. Based on the investigation, the most likely root cause is either a manufacturing error or excessive force by the user. Without sample or pictures, it is impossible to know which may be the main root cause. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "first blade broke. Second blade was dull and then broke as well. No patient injury."